Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the cr impactor pad chipped when inserting the femur mallet. There was no health consequences or impact to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of provided instrument shows signs of repeated use and tip of impactor was fractured. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.